Manufacturer narrative:
Additional information received: it is reported that the previously reported perforation was caused by the evercross balloon inflation. The previously reported dissection was caused by the trailblazer. There were three snare's used to try and retrieve the trailblazer, a 5mm medtronic, a 15mm medtronic and a non-medtronic. It is reported that the 15mm medtronic snare was successful in retrieving the catheter. Procedural notes review: per the procedural notes, the trailblazer was able to advance into the left external iliac artery, but would not go any further. It was noted that wire advancement was difficult. The decision was made to remove the trailblazer. The removal was difficult and force was required to be applied to remove the catheter. This resulted in the distal approximately 15cm of the catheter breaking and being left in place with the distal fragment in the proximal portion of the left common iliac artery and the proximal fragment in the proximal portion of the left external iliac artery. A snare catheter was ultimately able to retrieve the catheter and with great care the catheter fragment was able to be retrieved and removed from the body successfully. During the procedure both the right and left common iliac arteries were perforated. An 8 x 59 visi-pro stent was advanced over the wire and attempted to be advanced into the aorta, however, it was unable to traverse due to the tortuosity in the proximal portion of the aorta. This flared a stent strut which made it very difficult to remove the stent, therefore, the physician decided to deploy it within external iliac artery. The stent balloon was then advanced proximally and re-inflated at the tortuous segment at 6 atmospheres. The balloon was then deflated and removed. Per the procedural log three evercross models were used in the treatment of the left common iliac vessel dissection. The evercross models used were: 6 x 20 x 135, 6 x 80 x 135, and 8 x 60 x 80. Per the procedural log an 8 x 60 x 80 evercross model was used in the treatment of the right common iliac vessel dissection. The evercross was used to post dilate a self-expanding stent. Cine image review a disk of cines with 24 folders of cines was received. Images confirm the catheter separation of the trailblazer catheter in the left common iliac artery and the perforation of the left common iliac artery in the region of the artery from where the distal tip of the trailblazer was recovered. They also confirmed the implantation of a stent in the left common iliac artery, the implantation of a second stent within the left common iliac artery and the implantation of a stent in the right common iliac artery. None of the cine folders include a visi-pro in a pre-inflation profile with a flared stent strut. Cine images show vessel damage to the left and right common iliac arteries. Based on the time stamp and the procedural log none of the evercross dilatation catheters have been inserted at this time in the procedure.

Event description:
The physician intended to use a trailblazer during a procedure for treatment of the left proximal-mid common iliac artery. The calcified target lesion exhibited severe calcification, moderate tortuosity and 99% stenosis. A 7f sheath and 0.035 wire were also used during procedure. There was no issue with the wire noted before the procedure. The vessel was pre and post dilated. The IFU was followed during preparation, procedure and post procedure. The physician experienced difficulty advancing a non-medtronic wire with the trailblazer device. The physician decided to remove the trailblazer catheter. During intense removal, the trailblazer catheter proved to be difficult and force was required to be applied to remove the catheter. It is reported that tip detached/tip damage occurred. The tip detached at the target lesion. Approximately 15 cm of the catheter detached and was left in place with the distal fragment in the proximal portion of the left common iliac artery and the proximal fragment in the proximal portion of the left external iliac artery. Multiple balloons were utilized to attempt to inflate within the catheter segment and use that as traction to pull the catheter back. This was unsuccessful. The detached tip was recovered with a snare after multiple unsuccessful attempts. A dissection was then realized in the distal aorta spreading to the left common iliac. The physician moved ahead with the procedure and carried out a balloon tamponade of the left common iliac. A perforation of the left iliac/distal aorta vessel was realized and stents were deployed to control the bleeding. Attempts to snare the catheter from the right side resulted in right common iliac artery dissection which was successfully treated with stents. During the procedure a visi-pro (8 x 59) stent was attempted to be advanced into the aorta, however, it could not traverse the tortuosity in the proximal portion of the aorta. This flared a stent strut which made it very difficult to remove the stent, therefore, the physician decided to deploy the stent within the external iliac artery. The stent balloon was then advanced proximally and re-inflated at the tortuous segment at 6 atmospheres. Retrograde angiography was performed through the left sheath and this demonstrated perforation of the proximal portion of the left common iliac artery and perhaps the distal aorta, which required treatment by stenting and also prolonged balloon inflations to tamponade the perforation. However, this resulted in occlusion of the left common iliac artery and occlusion of the perforation. Procedure was terminated in order to avoid further complications. Approximately 60 minutes of critical care time was provided to stabilize this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.